Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 125 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.